Manufacturer narrative:
A ge representative evaluated the system and reseated the system's circuit boards. The system operates as intended.

Event description:
The customer reported, the system would not boot up. No patient injury was reported.